Event description:
It was reported that the pulse generator exhibited an alert message upon interrogation. The device exhibited a premature elective replacement indicator. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.